Manufacturer narrative:
G4: 05aug2020. B4: 18aug2020. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2020-00925 was submitted. All information were submitted under the initially reported MFR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20may2020.

Event description:
The customer reported that the device had experienced navigation ring failure. It is unknown if the device was in clinical use during the time of the event.